Event description:
Pre-op cardiology consultation: patient with a history of cardiomyopathy with chronic congestive heart failure, who recently had placement of a biventricular pacemaker. The anatomy limited lead placement options and lead displacement inferior posterolateral position. It does function, but cardiology does not believe that it is in optimal position. We were consulted for surgical insertion of left ventricular lead. Plan: the patient would benefit from bronchoscopy, left video-assisted thoracic surgery, epicardial left ventricular (lv) lead placement and left atrial appendage ligation. This would allow us to under direct visualization, place the lv lead in a higher midlateral position to allow for better resynchronization and optimization of the heart function. While undergoing insertion of a dual chamber biventricular pacemaker, the left ventricular epicardial lead failed to capture. It was removed and another epicardial lead was then utilized. There were no complications. Operative report "findings": significant adhesions secondary to two prior open heart coronary bypass grafts, multiple areas tested for left ventricular lead placement until final resting spot obtained. Impedance was 804 ohms, threshold was 1.1 volts set as a unipolar lead with a 1 millisecond pulse width and 3.0 volts set as a bipolar lead with a 1 millisecond pulse width. The new pacemaker device was a biventricular pacing device. Cardiology progress note "assessment": left ventricular lead placed in inferior posterolateral position based on limited anatomic options, now with epicardial lv lead.